Event description:
The device was removed due to a "malfunction." The pump component only was removed and replaced; leaving the cylinder, catalog #9922s, serial #195030, reservoir, catalog #9100k, serial #702889 and some assembly kit component catalog #9480s, serial #705286, in place from the initial implant surgery.